Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. During troubleshooting with tandem technical support, it was confirmed that the customer was able to eventually load a new cartridge and successfully resume insulin therapy. No additional information was provided.